Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures, including cleaning, and calibrating of the sample, r1, and r2 probes. The fsr also cleaned the wash station probes and recalibrated the assay. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect (B)(6) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) for serial: (B)(6) was identified.

Event description:
The customer observed an increase in false reactive architect hiv ag/ab combo results generated on the architect i2000sr instrument. These samples are retested and test positive again, as is a second sample from a new draw. Patient 1: sid: (B)(6) (on (B)(6) 2024) architect 7.50 and 7.36 s/co, vidas ac 0.06 ag 0.02, viral load not detectable. Sid: (B)(6) (on (B)(6) 2024) architect 7.37 and 7.28 s/co, vidas ac 0.01 ag 0.01. Patient 2: sid: (B)(6) (on (B)(6) 2024) architect 6.38 and 7.19 s/co, vidas ac 0.07 ag 0.02, viral load not detectable. Sid: (B)(6) (on (B)(6) 2024) architect 8.16 and 8.01 s/co, vidas ac 0.07 ag, viral load not detectable. All positive samples are retested using the vidas analyzer, and some samples give negative values. The viral load of these samples is analyzed, obtaining undetectable results. No impact to patient management was reported.

Event description:
The customer observed an increase in false reactive architect hiv ag/ab combo results generated on the architect i2000sr instrument. These samples are retested and test positive again, as is a second sample from a new draw. Patient 1 sid (B)(6) ((B)(6) 2024) architect 7.50 and 7.36 s/co, vidas ac 0.06 ag 0.02, viral load not detectable sid (B)(6) ((B)(6) 2024) architect 7.37 and 7.28 s/co, vidas ac 0.01 ag 0.01, patient 2 sid (B)(6) ((B)(6) 2024) architect 6.38 and 7.19 s/co, vidas ac 0.07 ag 0.02, viral load not detectable, sid (B)(6) ((B)(6) 2024) architect 8.16 and 8.01 s/co, vidas ac 0.07 ag, viral load not detectable. All positive samples are retested using the vidas analyzer, and some samples give negative values. The viral load of these samples is analyzed, obtaining undetectable results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.